Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The anchor and blue/white suture have fractured. There is also a "pinch" of the suture identified on one of the fractured halves. There was no noted damage to the inserter portion of the device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown surgery, the suture anchor broke during use. The procedure was successfully completed using another device. There is no known impact to the patient at this time.